Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reported date of implant was 15 years ago ((B)(6) 1997). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with 7.0mm cannulated screw on an unknown date approximately 15 years ago ((B)(6) 1997). Patient sustained a new fracture to right olecranon. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. Surgeon removed the previously implanted screw from previous injury to facilitate new hardware construct. The hardware was removed without complications. Patient was revised with tension band construct.